Event description:
During a remote follow-up, loss of capture and inappropriate automatic mode switch (ams) was observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.